Event description:
The event is reported as: during a cystoscopy bilateral retrograde pyelogram procedure, the head fell off of the catheter in the patient. The piece was retrieved and both pieces are available for evaluation. No patient injury reported.

Manufacturer narrative:
The device sample was returned for evaluation. The results of the evaluation are not available at the time of this report.